Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site due as the device was placed too high in her back. As such, the patient underwent surgical intervention where the ipg site was relocated. In addition, the physician decided to electively replace the ipg with a different model for the patient to take advantage of newer technology. Reportedly, the issue was resolved post-operative.